Event description:
It was reported that during a da vinci assisted surgical procedure, the customer was experienced big instrument movements on universal surgical manipulators (usms) 3 and 4 while performing small movements through master tool manipulators (mtms). An intuitive surgical inc., (isi) technical support engineer (tse) was unable to troubleshoot as the procedure was completed. The tse recommended rebooting the system and checking the scaling for the hand controls on surgeon side console (ssc). The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The reported problem was not replicated, and no part(s) were replaced.